Event description:
As reported: in the ICU after cardiac surgery, the cardiac index (ci) measured with flotrac and vigileo was double the value of the ci measured by thermodilution(td) with swan with the bed sidemonitor/ vigileo ii. Both techniques were revised and no issues were found. Additional information received: the patient was administered dobutamine through the flotrac. At the end, it was detected that when the dobutamine was being eliminated from the patient's body, the values obtained from the flotrac and vigileo and swan with the bed sidemonitor/ vigileo ii were similar. The measure with the vigileo monitor in this clinical situation did not align with the direct measure of the swan-ganz. The flotrac used in conjunction with the vigileo was discarded by the hospital.